Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in-clinic for pocket inflammation and redness, and the cause was determined to be a pocket infection. The device was explanted and the patient was provided antibiotics to resolve this event. The patient was stable following this event.